Manufacturer narrative:
(B)(4). Batch # r57007. Device analysis: the analysis found that one pcee60a device was returned with the anvil bent upwards and with one gst60w cartridge loaded in the device. The cartridge reload was received fully fired. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. Furthermore, the anvil knife slot was noted to be damaged. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected cartridge. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at fgqa. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information was requested and the following was obtained: incident date: tuesday, (B)(6) 2018. Procedure: av fistula, aneurysm takedown (arm) . Are you able to clarify the misfire (lockout, partial fire, difficulty opening, etc.)? Surgeon placed stapler lengthwise along vein/aneurysm to staple and transect off portion of aneurysm. Aneurysm was so thick that 4 attempts were made to fully clamp tissue (aneurysm) before jaws were able to be closed and closing handle locked. Surgeon and tech described excessive pressure/grip needed to close jaws. Surgeon and tech reported that the stapler fired its complete path to end of jaws and back normally and then a loud pop was heard. The jaws were stuck on tissue and manual override was used to remove. What was the product code of the cartridge (gst60t, ecr60d, etc.)? Gst60w. How was the procedure completed? Manual override was used to remove stapler from aneurysm area of vein. The bad stapler line was oversewed to close off and make hemostatic. Patient was ok and procedure was completed. Was there any other issue noted with the staple line other than bleeding (malformed staples, staple line missing staples, etc.)? Malformed stapled were reported. Surgeon described unformed (malformed) staples towards the tip of the stapler. Since the staples were not formed properly, they did not seal the tissue so there was bleeding. How much blood was lost (ml)? Unknown. Did the patient require a transfusion? No. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? No. The surgeon had placed clamps around the section of vessel he was clamping with stapler jaw. They were therefore ready and able to control the bleeding that resulted from the unhemostatic staple line.

Event description:
It was reported that during an unknown procedure the stapler misfired, unknown firing, unknown reload, unknown buttressing material. It was not reported how the procedure was completed. There were no patient consequences reported.